Event description:
It was reported while using the cool path ablation catheter during an atrial fibrillation procedure, a handle leak occurred. Approximately one hour into the procedure, the physician noted fluid leaking from the proximal part of the handle, where the extension tubing was connected. The procedure was completed using a different catheter. There were no adverse consequences to the patient and the current status of the patient is listed as "good".

Manufacturer narrative:
We are in the process of evaluating the device. Upon completion of the evaluation of the device, a follow up med watch report will be filed.